Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 400-600 mg/dl range. The customer alleged that the pump was not working properly. Reportedly, the customer was using humalog insulin for longer than the recommended time of 48 hours. System check with tandem technical support indicated that the pump was functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.